Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) male patient had an occlusion in the popliteal artery. The user facility tried to open the occlusion with a small wire and a small balloon. The balloon was inflated to nominal pressure. When the user facility attempted to deflate the balloon, the balloon would not deflate. The user facility tried to inflate the balloon to 30 atm in order for it to burst, but this did not occur. An attempt was made to move the balloon and the wire with no success. During this attempt, the catheter broke in the physician's hand, separating the balloon inside the patient. The user facility opened the popliteal artery by surgery. The balloon was pricked with a scalpel in order to deflate the balloon. The balloon was then pulled out with small forceps, the artery was closed, and the procedure was continued. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A (B)(6) male patient had an occlusion in the popliteal artery. The user facility tried to open the occlusion with a small wire and a small balloon. The balloon was inflated to nominal pressure. When the user facility attempted to deflate the balloon, the balloon would not deflate. The user facility tried to inflate the balloon to 30 atm in order for it to burst, but this did not occur. An attempt was made to move the balloon and the wire with no success. During this attempt, the catheter broke in the physician's hand, separating the balloon inside the patient. The user facility opened the popliteal artery by surgery. The balloon was pricked with a scalpel in order to deflate the balloon. The balloon was then pulled out with small forceps, the artery was closed, and the procedure was continued. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Evaluation- investigation during investigation, reviews of the complaint history, drawing, instructions for use (IFU), quality control (qc), trends, along with a functional test and visual inspection of the returned product was conducted. The examination of the returned device noted that the balloon portion (including shaft and tip) of the catheter was missing. The device measured 89.6 cm distal to the strain relief to the tip. Per drawing specification, the device should measure 110 cm reference length, indicating that approximately 20.4 cm of the device was missing. The tip of the catheter to the wire guide exit port measured 29.7 cm in length. Per drawing, this measurement should be 50 cm +/- 2 cm indicating approximately 20.3 cm of the device was missing. A 0.014" wire guide was inserted through the distal tip into the wire guide port. The wire successfully passed through the device and out of the wire guide exit port. A wire was placed into the hub (balloon port) but got stuck approximately 34 cm from the proximal end of the hub. A wire was also placed through the balloon lumen at the distal end but also got stuck near the distal end of the device. A syringe with water was attached to the hub and flushing was attempted with excessive force on the syringe through the balloon lumen but was unsuccessful. It is likely that the device is clogged with blood/biomaterial. The syringe with a 31 gauge needle tip was placed through the distal wire guide lumen, which flushed successfully, and then through the balloon lumen which did not flush successfully. There was blood/biomaterial that appeared to be outside of the cable tubing, but within the catheter. The balloon is inspected per qc specifications and each balloon is leak tested. Qc inspectors also check balloon for surface defects while inflated. They also verify the surface of the catheter is smooth, clean, and not damaged, and that the balloon catheter in the balloon protector does not leak. The device is supplied with an IFU; which states the device description, intended use, warnings and precautions, potential adverse events, and proper usage procedures including inflation/deflation procedures. The IFU states; "adhere to balloon inflation parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures. Do not exceed rated burst pressure. Rupture of balloon may occur. Over-inflation may cause rupture of balloon, with resultant damage to the vessel wall." The IFU also states, "completely deflate the balloon using an inflation device or syringe. Allow adequate time for the balloon to deflate. Note: balloons with large diameters and/or longer lengths may require longer deflation times." It is unknown whether the clog occurred before or after device separation. Due to the separated damaged catheter and the balloon missing, it is difficult to determine the exact reason for difficult deflation, however it is possible that contrast was leaking through the cable tubing which would cause difficult inflation/deflation. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. As part of cook incorporated¿s quality system procedures, each complaint is investigated and as part of the investigation, risk is assessed, based on severity, detect-ability and occurrence. Based on this analysis, action taken may include the following: continued monitoring of similar events, corrective action or preventative action

Event description:
A (B)(6) male patient had an occlusion in the popliteal artery. The user facility tried to open the occlusion with a small wire and a small balloon. The balloon was inflated to nominal pressure. When the user facility attempted to deflate the balloon, the balloon would not deflate. The user facility tried to inflate the balloon to 30 atm in order for it to burst, but this did not occur. An attempt was made to move the balloon and the wire with no success. During this attempt, the catheter broke in the physician's hand, separating the balloon inside the patient. The user facility opened the popliteal artery by surgery. The balloon was pricked with a scalpel in order to deflate the balloon. The balloon was then pulled out with small forceps, the artery was closed, and the procedure was continued. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.